Event description:
It was reported that the customer received an occlusion alarm. There was no impact to customer's blood glucose level. During troubleshooting with tandem technical support, customer indicated that cartridge would be changed and a new vial of insulin would be used.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.